Event description:
Procedure type: billroth ii reconstruction. According to the reporter: there are two complaints related to this article: (B)(4). In the article "oncologic specimen from laparoscopic assisted gastrectomy for gastric adenocarcinoma is comparable to d1-open surgery: the experience of a canadian centre" in the canadian journal of surgery, v.56, no.4, august 2013, jean-pierre gagne et al looked at laparoscopic assisted gastrectomy versus open gastrectomy for gastric adenocarcinoma. The gastric resections were performed from january 2000 to november 2010. A 3.5mm endo gia stapler was used in multiple firings on the proximal stomach. Also, a ligasure was used to divide the gastric vessels and toward the pylorus to include infrapyloric lymph nodes and divide the right gastroepiploic artery and vein at the level of the pancreatic border. Also, a ceea was used for the esophagojejunal anastomosis. One pt experienced a leak at the gastrojejunal anastomosis and was attributed to technical failure. Further, description by the authors reads "this obese pt had an antecolic billroth ii stapled resection. Unfortunately, she fell in the immediate postoperative period and presented a bilious leakage from a trocar wound on postoperative day one. Our impression is that the anastomosis was torn apart by the weight of the heavy unprepared transverse colon."

Manufacturer narrative:
(B)(4).